Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not reading an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. This issue is patient related; however, there was no adverse patient outcome reported.